Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The target lesion was located in the proximal left anterior descending (lad) artery with 95% stenosis, a length of 24 mm and reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilatation with a 3.0 x 15 mm maverick2 balloon for 3 inflations, max inflation pressure 10 atm and placement of a 4.00 x 28 mm study stent with 0% residual stenosis. Core lab angiography indicated a type c dissection after ptca which was covered with the (planned) stent with good final results.